Manufacturer narrative:
The complainant indicated that the wallgraft remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
Same case as MFR's report # 6000093-2007-02208. It was reported that during an aortic interventional procedure, a blood leak led to surgical intervention. The physician successfully placed the wallgraft in the 12 mm aortic artery distal to the renal arteries, but the pt continued to leak blood. He subsequently placed a 12f/14x70 wallgraft, but the pt continued to leak blood and required surgical intervention. "Everything finalized very well." Additional info has been requested regarding this event.